Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall, with recurrent beeping that led the user to disconnect overnight and then reconnect the next morning; troubleshooting restarts were attempted and a replacement ilet was provided, with the user utilizing backup insulin therapy. Symptoms included hyperglycemia with a reported maximum blood glucose of 334 mg/dl and prolonged time above range. Outcomes included no hospitalization, no professional medical intervention, and continued use of cgm, with the user reporting feeling fine. Investigation included review of device alert history, customer troubleshooting with multiple restarts, and coordination for device replacement and return. Investigation of this device revealed a consecutive motor stall consistent with a pump motor failure, with the pump body identified as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the motor drive.